Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysteroscopy ("hysteroscopy") in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hysteroscopy. At the time of the report, the hysteroscopy outcome was unknown. The reporter considered hysteroscopy to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. (B)(6) I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/once were described in patient's social media: hysteroscopy. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cutaneous calcification ("calcium deposits on her upper eye lid") and vulvovaginal discomfort ("vibration in vagina") and was found to have weight increased ("lost the weight I'd gained with essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, cutaneous calcification and vulvovaginal discomfort outcome was unknown and the weight increased had resolved. The reporter considered arthralgia, cutaneous calcification, medical device removal, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/once were described in patient's social media: hysteroscopy most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter information updated. Event: lost the weight I'd gained with essure was newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced cutaneous calcification ("calcium deposits on her upper eye lid") and vulvovaginal discomfort ("vibration in vagina") and was found to have weight increased ("lost the weight I'd gained with essure"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, cutaneous calcification and vulvovaginal discomfort outcome was unknown and the weight increased had resolved. The reporter considered arthralgia, cutaneous calcification, medical device removal, vulvovaginal discomfort and weight increased to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hysteroscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysteroscopy ('hysteroscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient was found to have hysteroscopy (seriousness criteria medically significant and intervention required) and experienced cutaneous calcification ("calcium deposits on her upper eye lid"). The patient was treated with surgery. At the time of the report, the hysteroscopy, arthralgia and cutaneous calcification outcome was unknown. The reporter considered arthralgia, cutaneous calcification and hysteroscopy to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/ones were described in patient's social media: hysteroscopy. Amendment: the report was amended for the following reason: correction following company internal coding review. The event calcium deposits on her upper eye lid was recoded to cutaneous calcification - calcium buildup on upper eyelid and the previous reported meddra llt cutaneous calcification was maintained. The previous reported meddra llt pimples was deleted. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysteroscopy ('hysteroscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient was found to have hysteroscopy (seriousness criteria medically significant and intervention required) and experienced cutaneous calcification ("calcium deposits on her upper eye lid") and acne ("tiny pimples on her upper eye lid"). The patient was treated with surgery. At the time of the report, the hysteroscopy, arthralgia, cutaneous calcification and acne outcome was unknown. The reporter considered acne, arthralgia, cutaneous calcification and hysteroscopy to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hysteroscopy. Amendment: the report was amended for the following reason: coding correction request was performed. Event- calcium deposits / tiny pimples on her upper eye lid. Was split into calcium deposits on her upper eye lid and tiny pimples on her upper eye lid were added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysteroscopy ("hysteroscopy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient experienced hysteroscopy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the hysteroscopy and arthralgia outcome was unknown. The reporter considered arthralgia and hysteroscopy to be related to essure. The reporter commented: yesterday I realized I hadn't gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hysteroscopy most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. New event "my hip is killing me" added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysteroscopy ('hysteroscopy') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient was found to have hysteroscopy (seriousness criteria medically significant and intervention required) and experienced acne ("calcium deposits / tiny pimples on her upper eye lid"). The patient was treated with surgery. At the time of the report, the hysteroscopy, arthralgia and acne outcome was unknown. The reporter considered acne, arthralgia and hysteroscopy to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hysteroscopy most recent follow-up information incorporated above includes: on 21-may-2019: new event calcium deposits / tiny pimples on her upper eye lid was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia ("my hip is killing me"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cutaneous calcification ("calcium deposits on her upper eye lid") and vaginal disorder ("vibration in vagina"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia, cutaneous calcification and vaginal disorder outcome was unknown. The reporter considered arthralgia, cutaneous calcification, medical device removal and vaginal disorder to be related to essure. The reporter commented: yesterday I realized I hadn¿t gone number two since the bowel prep the night before surgery. I was terrified when I got the urge this morning to go, luckily it was smooth sailing. Loi I drank a cup of coffee this morning and that usually does the trick for me. Concerning the injuries reported in this case the following one/onces were described in patient's social media: hysteroscopy most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event vibration in vagina was added. Event hysteroscopy updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.